Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead shock impedance measurements, exceeding 125 ohms. Continued monitoring was planned. No adverse patient effects were reported. This rv lead remains in service.